Event description:
Procedure: ladg-lap assisted distal gastrectomy. According to the reporter: the staple was properly loaded according to the instruction, the 45 sulu was jammed to the body. The jaws could not be opened to be removed from tissue. So there was additional tissue loss to remove locked jaw and its tissue.

Manufacturer narrative:
(B)(4).